Event description:
It was reported that an end user who uses the apogee intermittent catheter to irrigate his malone appendicostomy stoma, had the catheter migrate into his colon and required a colonoscopy to retrieve. It was reported that the end user inserted the catheter into the stoma and taped it to his skin. About two hours later, he went to flush saline through the catheter but found only the blue funnel present. It was reported that the catheter body migrated into the stoma during the two hours it was taped to his body. It was reported that despite numerous irrigations with the apogee intermittent catheter over the next several days, the catheter body would not come out rectally. It was reported that 5 days after this reported catheter migration, he had a colonoscopy performed rectally and the catheter was located and retrieved. It was reported that the end user felt fine after this procedure.

Manufacturer narrative:
Representative samples from the same lot were tested in the plant and passed all testing. The DHR review was completed and no issues identified. The apogee intermittent catheters are intended to drain urine from the bladder. The use of this urethral catheter to irrigate a stoma is an indication not in the approved or cleared labeling for this product. Hollister is not aware of any other reports of use of the catheter for this application. No complaints have been received for the funnel separating from the catheter for this product over the last 3 years.